Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted. A1102: applicable to the "localizer faulted" message. A0708: applicable to the depleted positioning sensor unit (psu) internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for a case, the unit displayed a "localizer faulted" message. Technical support guided the site through locating the network device interface (ndi) toolbox utility and confirmed that the camera was found to have a depleted positioning sensor unit (psu) internal battery. Technical services advised the site to proceed with em, if possible, but the system did not have em configuration. There was no patient involved.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. The system then performed as intended. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821r, lot number: p901291. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .630mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c08 and d02 are also applicable to this analysis. See also section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the new camera was installed but still showed the fault light. Self-test was checked, and it was confirmed that the system control unit (scu) was connected. The ndi toolbox was checked the it showed that internal temp exceeded. A new camera would be sent. Additional information was received. It was reported that a shipment was not created from the last update. Additional troubleshooting was performed. Ts walked the site through resetting the internal temperature. The system worked as intended after the reset. The issue was resolved on call.